Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's medtronic diabetes therapy consultant reported via email that the patient passed out last week due to a low blood glucose value. The patient's blood glucose value at the time of incident is unknown. He was administered a glucagon shot when the incident occurred. Patient's mother told their medtronic consultant that the insertion site was infected last year and other times in the past. Patient's mother declined to speak with the 24-hour helpline. No products were returned, replaced, or shipped.